Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for noise on the ventricular channel. There was no noise on the atrial or shock channels. The device displayed 1300 non-sustained episodes. The noise was recreated with arm movement, however not enough to inhibit pacing. The patient was on a ventilator, and the noise appeared to be related to breathing.the right ventricle lead is a competitor's model.